Event description:
Medtronic received a report that the proximal end of the axium coil wire had already been broken when it was unpacked. The product was not used in an infected patient. The device was prepared as indicated in the package insert. No patient symptoms or complications associated with this event were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was clarified that the, "proximal end of the axium coil wire had already been broken" was in reference to some other issue. The coil did not prematurely separate from the delivery wire. Part of the pushwire did not fracture and separate from the rest. There was no kink/damage observed on the pushwire. There was no damage or evidence of tampering to device packaging. The proximal end of the push wire was secured in the guidewire clip (black rubber stopper) when the package was opened. No causes or contributing factors for the event identified. The procedure completed by replacing the product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.